Event description:
Fatigue, pain, swollen, hands and feet, lower abdominal pain, headaches, arthritis, bleeding, pain during intercourse, blurred vision, body aching all the time, neck pain. List goes on.